Event description:
Additional information was received from the consumer who reported the patient had a rechargeable battery implanted in (B)(6) 2024. Everything seemed to work, charging okay for about 2 weeks or so. The patient and their spouse were recharging every 1-3 days, but then all of a sudden the stimulator shut off. It was confirmed when they started to recharge the battery, at the third day, and it was at 10%. The consumer called the manufacturer who instructed them how to turn the stimulator on and recharge. A couple of days later, the patient had parkinson¿s symptoms they never had since the dbs was implanted. The patient was having tremors, feet freezing, etc. The hcp and rep walked the consumer and patient through with help using the communicator, so they could see what was going on. The hcp performed ¿some miracles¿ on his computer, while conferring with someone on his phone, and it was fixed with everything working efficiently.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the manufacturer representative (rep) that the patient reported that the therapy had not been as effective since the ins turned off on (B)(6) 2024 (see rtg0638138 for the report of the ins turned off/return of symptoms). Today, when the rep had the patient try to connect to the ins, they reported seeing an "out of range" message displayed.  The caller was not with the patient. Tss reviewed information about the out of range. The caller will follow up with the patient. Additional information was received from the manufacturer representative (rep) on (B)(6) 2024, who confirmed with the hcp that the patient had impedances out of range on contact 3. The hcp adjusted the programming settings to avoid contact 3. The issue was not resolved at the time of this report, and the hcp reported no further action had been planned to resolve the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.